Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22030; related manufacturer reference number: 3006705815-2020-02413. It was reported that surgical intervention took place on (B)(6) 2020, wherein the entire system was explanted and replaced. No additional information was provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient¿s system was explanted due to ineffective therapy. Effective therapy was established post operatively.